Event description:
We were performing an ercp [endoscopic retrograde cholangiopancreatography] and the metal cautery wire on the sphinctertome broke off while we were using it., we are unsure where the metal wire is. It was not intact when we pulled the sphinctertome out of the patient. The proceduralist did not see it with fluoro while continuing his procedure. We had to grab another sphinctertome to finish the procedure.